Event description:
It was reported that the pump battery could not be charged. There was no reported adverse impact to the customer. The customer would use multiple daily injections as a backup therapy to ensure continuity of insulin delivery.